Manufacturer narrative:
The information provided for the date of this report was incorrect with the initial medwatch report. The correct date had been updated with this report.

Manufacturer narrative:
Unit alarmed motor error during rewind due to motor leaking oil and contaminating the motor home switch. Unable to perform displacement test due to motor error alarms. Unit received with detached end cap. The drive support disk was inspected and no anomaly noted. Unable to verify compromised force sensor system alarm due to motor error alarms. Unit had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window, and cracked case at reservoir tube window corner.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. Customer's blood glucose level was 85 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.